Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead explanted due to atrial perforation, this lead also exhibited loss of capture and loss of sensing. The lead was successfully replaced. No additional adverse patient effects.